Manufacturer narrative:
Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing records were reviewed and no complaint related issues were found.

Event description:
A patient was being implanted with a zero-p va device. The surgeon was satisfied that the fit was great but at the end of the procedure the surgeon indicated it looked like the plate slipped. The surgeon went to remove the device and the removal tool broke in the screw. The surgeon used a second removal tool and it also broke in the screw. The surgeon finally drilled out the blocking mechanism on the plate device, removed the zero-p from the patient and placed another device to complete the procedure. The procedure was delayed approximately 45 minutes. The patient was reportedly doing well after the procedure. This report is #1 of 4 for the same event.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was performed. Both locking mechanisms are badly damaged and are therefore not functional anymore. At the peek part, there is a clearly visible deformation on one screw cut-out. A function test was performed and it was possible to disassemble and assemble to the peek from the titanium part as required. As soon the parts are assembled they stay in position as required. A function test of the locking mechanisms was not possible as they are badly damaged, obviously caused by the described drill out during the procedure. Therefore it is also impossible to verify the relevant dimensions. At one cut-out is a clearly visible deformation, this is an indication that possibly a screw was inserted in an undue angle which can cause a dislocation of the titanium part. A product development event evaluation was performed. The interbody plate and spacer were designed as separate parts that have complimentary mating features that are keyed to only assemble in one vertical direction. Implants with smaller heights (i.e. 5 & 6mm) can be more susceptible to disassembly because the complimentary mating features are slightly smaller in the vertical direction. In addition, the hole prep and screw insertion instruments are designed to insert screws within a specific range. If these instruments are misused outside of the range, it could create an environment that could cause the interbody plate to separate from the spacer. As a result of the design, the spacer can dissociate from the interbody plate if it is mishandled and loads are applied to each part in opposite directions and in the vertical orientation of the keyed interconnection. The implant is most susceptible to this occurrence during implantation if uneven insertion forces are applied to the interbody plate and spacer. Dissociation could also happen if the hole prep and screw insertion instruments are used outside of the recommended screw insertion angle ranges. The risk of dissociation in the patient post-op is low because the interbody plate and spacer are loaded in the same vertical directions in the spine. The implant design does allow it to be reassembled if it dissociates if the surgeon chooses to do so.